Manufacturer narrative:
(B)(4). Evaluation summary: the pump was evaluated on-site by a baxter service tech. The reported condition of a cracked door assembly was confirmed. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. (B)(4).

Event description:
The device was returned for service. During service by baxter, a cracked door assembly was found. According to the facility rep, no pt injury or medical intervention has been reported related to the device. No add's info or contact was available.